Event description:
There was a complaint of questionable crej2 creatinine jaffé gen.2 results for 1 patient tested with a cobas 8000 c502 module. The questionable results were reported outside the laboratory. A physician ordered a repeat. The repeats were tested on a second module. The patient¿s initial result was 150 mol/l accompanied by a data flag; the first repeat was 55 mol/l, and the second repeat was 57 mol/l accompanied by a data flag, and the third repeat was 54 mol/l. The crej2 creatinine jaffé gen.2 used was lot 54943001 and the expiration date is 31-jan-2023.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. The investigation noted sample short and abnormal sample aspiration alarms from the day of the event. These are consistent with pre-analytical issues. The investigation noted rack-adapters were not used for 13 mm primary tubes. Per product labeling, "use the cup adapter for tubes with an outer diameter of 13 mm or less." The field service engineer (fse) checked lamp and cuvette readings, gear head pressure, water quality, and special washes. All checks met acceptable standards. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem.